Event description:
Additional information was received from a representative. The representative stated that a healthcare provider from the emergency room had called them. The only troubleshooting that was performed was to read the pump. The stall never recovered. The cause of the motor stall had not been determined, and the pump had been sent in for analysis. The patient's withdrawal was managed with oral medications, and it had been resolved to their knowledge.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a company representative. Per provided pump logs, motor stall occurred (B)(6) 2015 at 0120 with stopped pump period may exceed tube set on (B)(6) 2015 at 0120 and motor stall recovery (B)(6) 2015 at 1411; motor stall (B)(6) 2015 at 1200 with recovery at 2111; motor stall (B)(6) 2015 at 0725 with stopped pump period may exceed tube set (B)(6) 2015 at 0725. The pump was replaced on (B)(6) 2015 due to the motor stalls. Event outcome was recovered without sequelae.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis also found a reliability non-conformance of the pump motor with a gear train anomaly of a stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp), company representative, and a consumer regarding a patient receiving intrathecal dilaudid (concentration 10mg/ml; dose 12mg/day) via an implantable infusion pump. Indication for use was failed back surgery syndrome and spinal pain. A pump motor stall occurred (B)(6) 2015 at 0129 and no recovery was recorded in the event logs. There were no other anomalies in the event logs. The patient had not had recent magnetic resonance imaging (MRI) and there were no other known sources of electromagnetic interference (emi). The patient began to experience withdrawal symptoms on (B)(6) 2015 and heard the pump alarm on (B)(6) 2015. As of (B)(6) 2015 the patient was at the clinic and the rep and hcp were deciding on next steps. On (B)(6) 2015 the patient stated that he received medical attention the day before with a prescription of morphine. The patient was told that the pump had stalled at 1am on sunday (B)(6) 2015. The patient still had a "runny nose and a couple other things." The patient wondered if the prescription of morphine would last him until surgery on (B)(6) 2015. It was indicated that this surgery was for pump replacement. Event outcome was unavailable. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.